Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7074741, UDI:(B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7071687, UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator explant procedure where in all devices were removed.